Manufacturer narrative:
Correction to h6 due to additional information received: it is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mis-match. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, the formation of pannus, or prosthetic cardiac valve thrombosis. Structural valve deterioration (wear, fracture, calcification, leaflet tear from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Small gradients may not be indicative of significant dysfunction. Large gradients may be indicative of ongoing dysfunction and may require surgical or percutaneous intervention to restore normal flow. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve increased gradient of the sapien 3 valve could not be determined based on the limited information provided. However, may be due to progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist by the valve clinical coordinator, approximately 4 years post tavr implant with a sapien 3 valve in the native annulus, the patient was admitted to the hospital in heart failure with a 45mmhg mean gradient. According to tee observations, the leaflets appeared to be mobile but thickened. The plan was to treat the patient with anti-coagulants for suspected halt and to also consider performing a thv in thv. However, the patient expired before they were able to be treated. It is unknown if the cause of death is related to the sapien 3 valve, as the cause of death is unavailable at this time.